Event description:
A nurse contacted baxter's technical service center to report a connection issue between a transfer set and a titanium adapter, which occurred during use. The nurse reported that the issue occurred on patient who had the catheter attached recently, in a sterile environment. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection was reported to have happened when the patient was at home and the patient reconnected the set to the titanium adapter by them self. The nurse stated this technique should have been performed in a strict aseptic environment and patients were not trained for this. Visually, nothing seemed to be wrong with the transfer sets. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary:this condition of a connection issue was confirmed; however, no root cause could be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This is a product not distributed in the us and does not have a 510k number.